Event description:
A report received from a surgeon indicates that caspar plates and screws were explanted because two screws at c7 were protruding and pressing into the esophagus. The pt tolerated the procedure well. The anterior fusion was inspected; found to be solid. No perforation of the esophagus noted. Pt doing well post-op. The event/malfunction is occuring below the frequency and severity that are usual for this device.